Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the insulin pump was stuck in rewind and got a motor error. The customer¿s blood glucose level was 158 mg/dl. The customer said she was not feeling well because she had an infection. Customer did not see the bolus delivery screen with 0.0 units. Customer was not able to escape to the status screen. Troubleshooting was performed and the customer mentioned that the insulin pump had a motor error alarm while changing the reservoir. The customer stated that the drive support cap appeared normal. The insulin pump was not exposed to high magnetic field. The customer was unable to complete the insulin pump rewind due to the alarm. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.